Manufacturer narrative:
Na

Event description:
The international distributor reported the snubber board on the ventilator power supply had failed. It was unknown if the ventilator was in use on a patient or if an alarm sounded, however the customer reported there was no patient harm. The distributor's service technician reported the snubber pcb showed signs of overheating. The service engineer replaced the snubber pcb to correct the findings. Damage to the snubber pcb may result in a malfunction of the power supply during use could cause the ventilator to shut down.